Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, a leak of unknown size was discovered around the watchman implant. Intervention was performed by either implanting coils or a vascular plug. The watchman device remains implanted. No additional information is known.

Manufacturer narrative:
Estimated based on event date occurring at 45-day follow-up.